Event description:
Patient reported left side implant exchange due to concerns with the product. Patient also reported "joint pain, fatigue, and skin issues" and are all not device related. Healthcare professional later reported deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side implant exchange due to concerns with the product. Patient also reported "joint pain, fatigue, and skin issues" and are all not device related. Healthcare professional later reported deflation and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.